Event description:
"An attempt to insert a PICC was made into the right basilica vein by an experienced np (nurse practitioner). The introducer was inserted into the vein with a very good blood flow from the introducer. The catheter with introducing wire (stylet) was threaded in. The wire (stylet) was at the tip as usual. As the np threaded the catheter in, it bruised. When she attempted to remove the catheter, the wire (stylet) was struck in the vein. She pulled the catheter out. The wire (stylet) perforated the vein even though it was just the tip of the catheter. A small amount of bleeding was noted. She believes the wire (stylet) was defective. Update: details from the nurse practitioner who had inserted the line: she had fed the line into the baby and as she was pulling out the guide wire (stylet), it recoiled under the skin and hooked onto the inside of the vein. So it might have bruised that way. The wire used was the guide wire (stylet) supplied with the catheter."

Manufacturer narrative:
The actual device was returned for evaluation, the sample consisted of a 26 ga l-cath PICC with the stylet inserted in the catheter lumen but retracted approximately 9 cm. The portion outside of the catheter lumen was coiled and taped to the y-site cap. A 3 ml syringe was attached to the y-site. The visual observations showed no abnormalities or defects to the catheter that may affect performance of the product. The catheter was flushed with water and the stylet was removed. Some resistance was felt when the stylet was removed. Some resistance was felt when the stylet was pulled back through the catheter lumen. The visual observations on the stylet showed several bends along the length included the tip. The stylet tip was examined with microscopic enhancement; the tip was welded as design and a slight bend was confirmed. The bends along the stylet are an indication of difficulties during removal. The review of the device history records showed that the product was manufactured according to specification and documented procedures. The inspections reports showed no failures or indications of a potential problem related to the reported failure. Catheters/stylets are 100 percent visual inspected for any damage that may affect the performance of the product. Comparing the problem description and the results of sample evaluation to the risk management documentation and the instructions for use, the potential contributors to resistance during stylet removal are: failure to pre-flush the catheter, the bend at catheter tip and rapid removal. The bruising could be the result of a traumatic insertion, excessive activity (from patient) or issues inherent to the condition of the patient like coagulopathy or bleeding disorder.